Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that they weren't sure it was even working. Contributing factors, actions/interventions and resolution were unknown. Additional information from the patient reported they had gone to the bathroom so much the day before and they were uncomfortable from it. They were being asked about their urgency scale and they asked if it was referring to the pain and pressure they felt. They said they felt the stimulation at '4' when adjusting before and that was too much, but their body adjusted to it. They mentioned being unable to poop. They also reported they were having a problem at night were they were unable to void, so they turned the device off at night and they were able to void. They stated they had a pressure feeling if they increased stimulation. They later reported they were wanting to turn the therapy off, they felt a spasm with it and it just didn't work for them. They were redirected to their healthcare provider to discuss concerns.